Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the devise stopped working. The physician suspected the device was oversized since it was observed to be buckling. Upon explant, there were no additional device issues identified. The existing ipp was removed and replaced with no patient complications.